Event description:
The customer reported that on (B)(6) 2015 her blood glucose, carbohydrate intake and insulin history. She called her doctor who advised her to remove the pod. At 5:20 pm the pod was deactivated and she noticed there was a kink in the cannula.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.